Manufacturer narrative:
H3. Analysis updated: software analysis determined that logs and archives were reviewed. Logs captured three sessions on the date of issue. Logs recorded the procedure as spinalfusion and captured multiple unsuccessful attempts for spineair automatic registration from the site. The mnavglobal.log captured that the registration failed due to a high rms error. There are three archives available, all the exams are loaded with a warning of "restricted use", as the scanning protocol of this exam was not optimal for use with stealth as the modality was not recognized and the exam was restricted in the use of 2d fluoro registration as well as in CT + fluoro registration. Based on the information suspecting exam protocol issue might have caused the issue, but there was insufficient information to determine whether a software anomaly contributed to the reported registration behavior. During log analysis, the logs captured a segfault in libtrualgorithm.so and recorded a core file in trualgorithmservice on the date of issue. This core issue was consistent with a known software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis determined that the logs captured a segfault in libtrualgorithm. So and recorded a core file in trualgorithmservice on the date of issue. This issue is consistent with a known software issue. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the system failed stealthair. The system failed to have an automatic registration with stealthair license. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.